Manufacturer narrative:
Hologic technical support (ts) reviewed the worklist and noted the positive results were clustered on the same sample rack. Ts advised and guided the customer through cleaning their lab. Ts advised them to perform both environmental swabbing and running blanks. Customer noted that the environmental swabbing yielded positive results for sars and ts advised the customer to perform another round of cleaning. Customer performed another round of blanks after the second round of cleaning was finished and obtained all negative results. Customer noted feeling more confident in the assay and agreed to increase the number of cleanings they performed on a regular basis. Hologic performed a risk assessment and noted no product impact. As part of eua agreement, FDA requires all aptima sars-cov-2 assay questioning results and false results (confirmed or not) complaints to be reported as malfunction MDR. Hologic has not learned of any adverse patient outcomes due to this event.

Event description:
On october 7th, 2024, customer reported to hologic that they had 7 questioned results using the panther fusion sars-cov-2 assay (cartridge lot 746919), worklist: 000541-20241010-03, on panther fusion plus instrument serial number (B)(6). Customer questioned the results due to a recent previous case where the infection control department questioned their results. Customer performed environmental testing of their lab using swabs and noted sars contamination. Customer performed multiple rounds of cleanings and removed sars contamination from their lab. Customer noted that none of the questioned results were sent to patients. The information provided by the customer was insufficient to characterize any sample as a confirmed false result. There were no reported or associated adverse events. Hologic has not learned of any adverse patient outcomes due to this event.